Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of insufficient hemostasis could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: apendicectomia laparoscopica / laparoscopic appendicectomy. Estando yo en quirofano durante la cirugia, ya que acabamos de instalar el gen2, y despues de 3/4 disparos el dr. Activó el boton de sellado clampando la arteria apendicular siendo el ciclo de sonido correcto y despues de cortar el tejido al abrir la pinza no habia sellado y, como es natural, emoezo a sangrar. Este sellado se realizo sin ningun tipo de tension en el tejido. Con el mismo dispositivo pudo solucionarlo y acabar la cirugia sin daño aparente para el paciente. Visualmente es como si en el tejido no hubiera sido aplicada nigun tipo de energia. Posteriormente se observo que el tejido se adheria mas de lo normal a la pinza durante el resto de la intervencion. Translation by market implementation specialist spain: I was in the or during the surgery because we just have installed gen2, and after 3-4 sealings, the doctor seal the apendicular artery, with the correct tone of sealing and after cutting the tissue and open the jaws the tissue wasn¿t been seal, and of course started to bleed. The sealing was doing without tension in tissue and with the same device he could be able to finish the surgery without damage the patient. Visually it was like the tissue was not received any energy. Then we realized that the tissue was sticking more in the jaws than normal happens until the end of the surgery. Additional information received from sales representative by email on 12jun2019: the voyant device had been used two or three times without any incidence before the problem occurred. What happened was that when trying to seal the artery the device or generator did the correct sealing cycle, with sound included, but did not emit any energy, so when activating the cut that artery was sectioned with the consequent bleeding. This problem could be solved with the same device. After several correct seals. It was observed that in these seals the clamp adhered to the tissue in an unusual way. The intervention barely lasted 20 minutes and the times they had to use the clamp were very scarce, so there was no need or possibility to clean the jaws. No liquid was seen when the problem occurred. The generator did not emit any alarm. Patient without anticoagulants and without vascular pathology. Patient status: no patient injury intervention: resolved with this device.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendicectomy. Translation by market implementation specialist in (B)(6): "I was in the or during the surgery because we just have installed gen2, and after 3-4 sealings, the doctor seal the appendicular artery, with the correct tone of sealing and after cutting the tissue and open the jaws the tissue wasn¿t been seal, and of course started to bleading. The sealing was doing without tension in tissue and with the same device he could be able to finish the surgery without damage the patient. Visually it was like the tissue was not received any energy. Then we realized that the tissue was sticking more in the jaws than normal happens until the end of the surgery." Additional information received from sales representative by email on 12jun2019: the voyant device had been used two or three times without any incidence before the problem occurred. What happened was that when trying to seal the artery the device or generator did the correct sealing cycle, with sound included, but did not emit any energy, so when activating the cut that artery was sectioned with the consequent bleeding. This problem could be solved with the same device after several correct seals. It was observed that in these seals the clamp adhered to the tissue in an unusual way. The intervention barely lasted 20 minutes and the times they had to use the clamp were very scarce, so there was no need or possibility to clean the jaws. No liquid was seen when the problem occurred. The generator did not emit any alarm. Patient without anticoagulants and without vascular pathology. Patient status: no patient injury. Intervention: resolved with this device.